Event description:
A customer reported that there was none or poor phaco power. The system did not start. The event occurred during surgery and no system message was displayed. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined and the reported event was not replicated. The system was tested and found to meet product specs. The system was found to meet specs. Therefore, the root cause of the reported event cannot be determined conclusively. The MFR internal ref number is: (B)(4).